Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/06/2023, it was reported by an arthrex subsidiary employee via email that an ar-2325bcc biocomposite swivelock broke during insertion. This was discovered during an atfl reconstruction procedure on (B)(6) 2023. The case was completed using another device. Same device with unknown lot numbers were used. No delay. No harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual inspection of the provided photo shows a broken swivelock bio anchor attached to the ar-2325bcc. The most likely cause of the failure is use error. The complaint is confirmed.